Event description:
The customer reported that removing the rl lead from the stimulator did not result in a leads off indication on the cardiograph.

Manufacturer narrative:
The customer reported that removing the rl lead from the stimulator did not result in a leads off indication on the cardiograph. The leadsets were evaluated by philips, and were found to be defective. They exhibited various degrees of shorting. The faulty leadsets were replaced, and the issue was resolved.